Event description:
It was reported that the procedure was to treat a lesion in the mid femoral artery. The 5.0 mm x 250 mm x 80 cm armada 35 ll balloon catheter was prepped as normal with no issues noted. The armada balloon catheter was advanced to the lesion. When an attempt was made to inflate the balloon; a leak was noted at the hub, and no inflation of the balloon was observed. Another balloon was used to complete the procedure. There were no patient effects reported and no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak near the hub at the strain relief tubing, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. Based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to assembly of the hub during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored. (B)(4).